Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The device was not returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative(fsr) verified that the battery would not hold a charge. The fsr replaced the defective battery. The unit operated to the manufacturer specification.

Manufacturer narrative:
(B)(4). Per diligence information unit was only used for back-up and was plugged into outlet in storage room. The suspect component at this time is battery age. Information provided so far is that user facility discarded batteries.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal battery charger will not hold a charge. Centrifugal battery charger light goes on when plugged which shows it was charging, but when unplugged the battery goes out. There was no patient involvement.